Manufacturer narrative:
Lot #: unknown, the lot number of the device was not provided. Expiration date: unknown, as the lot number of the device was not provided. Device manufacture date: unknown, as the lot number of the device was not provided. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the doctor experienced a suction loss during the raster on the right eye (od) of his last patient. The doctor applied suction again and completed the procedure as planned.